Manufacturer narrative:
This medwatch is submitted to send the investigation result of this complaint. Date of report; if follow-up, what type were updated. Product was not returned to the manufacturer. No visual examination could be performed. From the information provided, mobi-c p&f us revision was planned on (B)(6) 2017, originally planned on may 05th with a dedicated surgeon, had been rescheduled with another surgeon. Attempts have been made to get additional information such as x-rays, the patient's state or the return of the concerned device for analysis, but this was not successful. As no information were available regarding the device lot and reference, it was not possible to review the device history record and its traceability. Based on the review of the case, the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. The investigation found no evidence to indicate device issue. The root cause is unknown.

Manufacturer narrative:
Mobi-c retrieval kit requested for a removal case planned on (B)(6) 2017. Revision was done, but no other information was provided. Not returned.

Event description:
Mobi-c p and f us : revision.